Event description:
The jetstream g3 was advanced to treat a 35cm in-stent restenosis (isr) lesion located in the sfa. Another manufacturer's guidewire with a filter was used in this case. Two passes were made using the minimum diameter mode and one pass was made using the maximum diameter mode. After withdrawing the device and pulling back the guidewire, the filter was detached and remained in the leg. The physician tried to snare it out but was unsuccessful and decided that the basket was in a subintimal space. A stent was put over the filter with a good final result.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation. It is important to note that the spider guidewire is not a compatible accessory and the IFU includes a caution regarding the use of the guidewire not listed for use, "use only listed compatible guidewires and introducers with the jetstream g3 system. Use of any supplies not listed as compatible may compromise performance of or damage the jetstream g3 system." In-stent restenosis patients are listed as a special patient population (i.e., the safety and effectiveness of the jetstream g3 system has not been established in this group of patients) in the IFU.